Manufacturer narrative:
The product was unavailable for return as it was discarded. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that during the surgery due to a right jaw cerebral hemorrhage on (B)(6) 2017, it was found the stopcock was locking and the valve couldn't be turned. According to the report, the device was replaced to complete the procedure. Reportedly, the patient was well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.